Event description:
Bipap was ordered for new patient on (B)(6) 2015. Upon set up and turning on power in patient's room, respiratory therapist noticed an intermittent flashing red reflection on the wall behind the vpap machine. The back of the machine was about a foot and a half from the wall. The red flashing (arching) was coming from where the ac cord connects into the back of the vpap device. There was also the smell of electrical burning. Device was not on patient. This all transpired during the setup procedure. The device was removed from service, labeled as out of service, "do not use" with a description of the fault. New vpap brought to patients room and set up without issue. Settings: 22/12 with 6 lpm oxygen bled into system. Cord was examined and found to have a burn at the female end of cord. Other power cords on resmed cpaps and bipaps were examined on (B)(6) 2015 for cracks, abrasions, and any electrical safety issues. Twenty one power cords were found to have cracks in the female plug of the power cord and were removed from 47 units examined. Five units are still being located.